Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported falsely depressed concentrated calcium_2 (ca_2c) results were obtained on a patient sample on an advia 1800 instrument. Quality controls recovered within acceptable ranges on the day of the event. Siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected all the probes and dilution mixer, checked the wash probe aspirate dispense, and verified dilution reaction tray wash unit (dwud) operation and probe alignments. Then, the cse replaced all the pump seals related to the dilution probe (dpp) as it was suspected that there was an issue with the initial dilution of the sample in questions. The cse observed that the lamp energies were low, and the lamp was changed. The cse performed a wash 2 and the cell blank. Energies and blank values returned to normal. Then, the customer ran calibration and quality control (qc) which recovered acceptably. The cause of the falsely depressed ca_2c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed concentrated calcium_2 (ca_2c) patient sample result was obtained on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated, and the sample recovered similarly. Based on these depressed results, the patient was sent to the emergency room, where the lab processed the same patient sample again. The second repeat result was higher than the discordant results. The higher repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca_2c results.